Manufacturer narrative:
H3: correct this statement analysis of the catheter identified that the titanium housing of the suture-less connector was bent in addition to a retaining ring finger having been damaged. In addition, analysis also identified damage to the transition tubing of the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient came in for a routine pump replacement, during which, when they opened the pump pocket site the catheter seemed to look a bit frayed. The surgeon used a plasma blade and did not damage the catheter while opening the site. The physician was also not able to get the suture-less pump connector detached from the pump without damaging it. It was decided to replace a portion of the pump segment. However once replaced, they attempted to aspirate the catheter and were unable to successfully aspirate. So the decision was then made to replace the entire catheter and pump during the procedure.  The patient had no signs or symptoms to report. Factors that may have led or contributed to the issue were unknown.  The issue was resolved as of 2024-sep-28.  The patient was without injury regarding their status as of 2024-sep-28.  The catheter was to be returned to the manufacturer. The patient's medical history would not be made available.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (lot: 0215280360); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024 section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0215280360, ubd: 2020-03-21, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.